Manufacturer narrative:
Additional information: b5, d1, d4, g4: PMA/510k #, h4, h6 (update codes), h11. B5: update "infusors" to "large volume folfusors". H4: the lot was manufactured january 10-13, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of infusors had not emptied fully (still full after 24 hours). This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.